Event description:
This case was reported by a consumer and described the occurrence of heaviness of tongue in a (B) (6) female patient who received corega over a period of 3 years for dental prosthesis. A physician or other health care professional has not verified this report. In approximately 2005, the patient began treatment with corega. On (B) (6) 2008, the patient started corega from lot lumber 434a. Same day later, on (B) (6) 2008, the patient experienced heaviness of tongue, tongue movement impaired, tongue inflammation and fever. The patient reported that in the three years she used corega, she never experienced events such as these (product complaint). This case was assessed as medically serious by gsk. The patient was treated with alternative medicine drops (unspecified medication). Treatment with corega was discontinued. At the time of reporting, the events were unresolved. Manufacturer's comment: the manufacturer report number for this case is 9681138-2008-00012. Corega is manufactured in (B) (4). The lot number for this product is available and quality testing is pending. (B) (4).